Event description:
The devices were used during a gastric bypass and roux-en-y for a pt with morbid obesity. It was reported three tlc75 devices were used during the procedure with blue cartridges. Rep reported the mesentary was stapled twice. At the time of closure, all staples lines were reported to be intact and dry. The surgeon requested the devices be saved because they did not have the same tactile feel he is used to. 12 hours post-op the pt was re-op'd for extensive blood loss from a mesentaric staple line. Surgeon told rep the staples on the particular staple line were fully formed. An artery had "broken through." The pt did receive a blood transfusion. Pt is reported doing well at this time. Rep returning 3 instruments, 2 with reloads, plus 2 add'l reloads. It is unknown which produced the staple line bleeding.

Manufacturer narrative:
Tracking #.44105. Device-b. Date sent: 11/10/1998. D6: device returned with no lot identification. 8/21/97 the surgeon, performed a gastric bypass procedure roux-en-y for morbid obesity. At the time of the firing of the stapler, he noticed it to be somewhat difficult. He felt that the staples may have been overdriven, however, they were formed with possible points past the crown, but he noticed no problems with bleeding during the procedure. During the post operative period the pt developed bleeding requiring re-exploration. He did not notice any staple malformations except for the possible points passed the crown, but there was bleeding through the staple line. The pt has done well but did require the secondary operative procedure. Co discussed the possibility of returning instruments that are not firing properly and also indicated that when there appears to be a staple line failure, examination of that staple line by co can be helpful in a possible determination of the cause. Proximate linear cutter: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were three instruments and four cartridges returned. All of the instruments and cartridges were returned in good condition. There were a total of three formed staples returned with the instruments and cartridges. Thr returned staples were measured and were found to be conforming with respect to mfg requirements. The instruments were fired with reload cartridges and all fired and formed all the staples as designed with no difficulties noted. The staple heights and staple formation were measured and were found to be conforming on all of the staple lines.